Manufacturer narrative:
No device will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The IFU provides instructions on catheter manipulation to avoid any damage to the electrical circuit . As part of the manufacturing process, 100% of the units go through an electrical continuity inspection for proximal and distal electrodes. The device history record review was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan ganz pacing catheter it was unable to pace in a tavi procedure. Pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. There were no patient complications reported. The catheter was discarded at the hospital and therefore will not be returned for evaluation.